Event description:
Reporter alleged discrepant blood glucose values of 291 mg/dl back to back with a result of 142 mg/dl when testing was performed 8 minutes apart on the advantage system. The location of the testing was not provided. As a result, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.